Event description:
Note: this manufacturer report pertains to the first of two devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2011-03397 for a description of the second device. It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2011. The patient was administered general anesthesia (patient weight unknown). According to the complainant, during hysteroscopy phase of the procedure, a cervical leak occurred. The patient's cervix was noted to be patulous. A second tennaculum was added. At this time the purple tubing was noted to be collapsing. The sheath was removed and the physician noticed the sheath had been pierced by the tenaculum.

Manufacturer narrative:
(B)(4) for the reported event of device tube collapsed. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.